Event description:
It was reported following a percutaneous procedure, a 6f vip was deployed. Forty-eight hours later, the patient experienced a pseudoaneurysm. Manual compression eliminated the 4.5 centimeter pseudoaneurysm. There were no further consequences. Product surveillance was made aware of the event.

Manufacturer narrative:
No product was returned for evaluation. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.